Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of (400 mg/dl) on (B)(6) 2016, over (600 mg/dl) earlier on (B)(6) 2016 and (400 mg/dl) during the call with tandem technical support (cts). The customer took manual injections to stabilize bg level. Reportedly, the customer believed the pump was not giving insulin. During the call with cts a system check was perform indicating the pump was functioning as intended, the customer changed out the infusion set while on the phone with cts. The customer reported to be changing out the cartridge every 2-3 days. The customer was instructed to change out the cartridge every 2 days.